Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the wrist metal cable on the permanent cautery spatula (pcs) was broken. The procedure was completed with no reported injury.